Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the patient had a type b dissection and a another manufacturer stent graft was placed in the abdominal aorta before the complaint device was used. Because of narrow access route the complaint device zta-p-28-201-w1 was selected for the procedure. The patient¿s anatomy was reported to be suitable for the procedure. The customer was unable to deploy the device because of strong resistance and could not withdraw the sheath. The costumer then removed the delivery system from the patient and found that the barb of the stent graft was ripped through the sheath. The customer used another device instead. A comment from the customer states it felt like the complaint device was caught in the medtronic stent graft so the customer applied power to the device which could have caused the sheath to move. This might have caused the barb of the stent graft to rip through the sheath. There were no adverse effects to the patient. The product was not returned. Instead a photo showing the barb penetrating the sheath was provided. The complaint of inability to deploy the device is confirmed based on customer testimony and provided photo. It has not been possible to determine the cause of the event; however, it is possible that the described application of power during advancement through the already implanted stent graft caused the sheath to move, which in term lead to a barb perforating the sheath. The IFU states: take care not to advance the sheath while the stent graft is still within it. Advancing the sheath at this stage may cause the barbs to perforate the introducer sheath. The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: type b dissection occurred from the distal side of the left subclavian artery. In the patient an endurant stent graft from another manufacturer was placed in the abdominal aorta and his access route was narrow, so zta-p-28-201-w1 was selected for the procedure. The patients¿ anatomy was suitable for the procedure. Emergency tevar was underwent to treat the dissection. The user advanced zta-p-28-201-w1 /lot e3768937 to the dissection and attempted to deploy it but he felt strong resistance and he could not withdraw the sheath. Therefore he removed the delivery system from the body and he found that the barb of the stent graft ripped through the sheath. He used another device instead. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence.